Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 320 mg/dl at the time of incident and treated with manual injection. Customer¿s parent stated that the insulin pump alarmed button error and had a keypad anomaly after it has been exposed to pool water. Button error troubleshooting was performed and that time is not advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.